Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) due to head trauma; resulting in fixture loss.